Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the blade was duller than usual. The device seemed to have a tendency of having a dull blade when the cord was twisted. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended. The returned blade passed the sharpness test. As tested, the blade was sharp and would cut.